Event description:
A surgery was performed on (B)(6) 2014 due to the fracture of a femoral neck. During the application of the cement, it was found that the nozzle was cracked, and the cement mix was leaking from the crack. Because of this problem, the surgeon had a difficulty of applying the cement mix. The surgery was completed without delay. There was no adverse consequence to the patient.

Manufacturer narrative:
The complaint sample has been received and consists of the cemvac syringe with set cement in its end portion and inside the nozzle. The nozzle appears to have an approximately 2cm crack running along the nozzle on one side, and three smaller cracks or crazes in a ¿y¿ formation on the opposite side of the nozzle, also running in the same direction. In other similar complaints where samples have been received, late extrusion at a point where the cement has become excessively viscous, has been attributed to the syringe barrel, or nozzle failure. Attempted extrusion of very viscous cement can induce excessive stress on the system components. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.